Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device cubies failed constantly. The field service engineer (fse) opened the back panel and found that the drawer was a legacy full height drawer. The fse replaced the legacy drawer with an enhanced drawer, then completed a full system check and electrical safety testing to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.